Event description:
According to the reporter, the customer attempted to charge the device defibrillator and heard a popping noise and then the unit turned itself off. There was no pt use associated with the reported event.

Manufacturer narrative:
The reporter is with a third party biomedical service who is repairing the device for the customer. The reporter stated that the "charging board" (main pcb assembly) is the source of the problem so he replaced it and then observed proper device operation. The reporter could not provide any further info.